Event description:
Baxter foreign affiliate reported that the home patient (hp) was hospitalized after using the homechoice cycler for apd therapy. Foriegn affiliate relates that the hp was hospitalized with pulmonary edema, dyspnea, hypertension and hyperkalemia after using the device for approx one month. Accoring to the affiliate, the healthcare professional had incorrecly programmed the device. Fill volume of 2000mls and a tidal volume percent of only 5%, resulting in 100mls of fluid being drained from the hp and then refilled during each cycle after the initial fill of 2000mls. The hp has since been released by the hospital and has recovered.